Event description:
It was reported to philips that the device's therapy cable was faulty. There is no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is making a crackling sound. There is no patient involvement.